Manufacturer narrative:
This report is being filed outside the 30 day requirement, as this MDR filing is related to align technology's (B)(4) based on form FDA (B)(4) inspection observation, (B)(4) issued (B)(4) 2010.

Event description:
The pt was examined by her physician and allergist whom determined she's allergic to the aligners. Pt provided the dentist with the allergist's report. The pt reported swelling and difficulty swallowing after wearing first aligner.